Event description:
During a wolff-parkinson-white syndrome procedure, it was reported that while ablating on the left side, the physician noticed a drop in the patient¿s blood pressure. The bwi representative stated that a reprocessed catheter was repositioned and the physician noted that there was a pericardial effusion that was not present at the start of the procedure. The ablation procedure was stopped and the physician began to do a pericardiocentesis to remove fluid from the pericardial space. The patient remained stable.

Manufacturer narrative:
(B)(4) during a wolff-parkinson-white syndrome procedure, it was reported that while ablating on the left side, the physician noticed a drop in the patient¿s blood pressure. The bwi representative stated that a reprocessed catheter was repositioned and the physician noted that there was a pericardial effusion that was not present at the start of the procedure. The ablation procedure was stopped and the physician began to do a pericardiocentesis to remove fluid from the pericardial space. The patient remained stable. The returned device was visually inspected upon receipt and was found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, a deflection test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and catheter failed. Catheter was then dissected and it was noticed that the irrigation tubing had dark ¿ brown residues, which appears to be blood. However, it remains unknown the origin of those residues since all the catheters are inspected for foreign materials before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the irrigation test but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The investigation is still in progress. Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Cool flow pump, us catalog # cfp002, serial # (B)(4). Stockert 70 system, us catalog # s7001, serial # (B)(4). Webster cs catheter with auto ID technology us catalog # d135303. (B)(4).